Manufacturer narrative:
Per the user guide the customer must properly cycle the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. The customer changed pump supplies and resumed insulin therapy. There was no adverse impact to customer¿s blood glucose level.